Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was in the mid lad with no tortuosity, moderate calcification and 90% stenosis. The voyager was delivered and inflated and the lesion; however, it ruptured at the first inflation, at 3 atm. A pinhole rupture was noted. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4): results and conclusions summation - product performance engineering has reviewed case description. Balloon rupture can be affected by several factors. The patient anatomy was described as moderately calcified with a 90% stenosis, which could have contributed to the balloon rupture. It is possible that the balloon outer surface was mechanically damaged at some point, resulting in balloon rupture upon the inflation attempt. However, without the product to examine, a thorough evaluation could not be performed and no determination can be made as to the cause of the reported discrepancy.